Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They inspected the reservoir, snap-cap, and septum for anomalies. There were none were found and they ran the occlusion test per dop 114-840 as follows: reservoir filled with diluent and connected to a new infusion set. They installed the reservoir and connector into a 7xx insulin pump. They tested the pump manual prime. Visual fluid flowed through the infusion set and out the catheter tip. Conclusion: reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm during bolus on the insulin pump. Customer's blood glucose was 521 mg/dl. Customer treated with an injection. Customer stated that the alarm occurred during bolus and basal and has been recurring. Customer stated that she changed out the set 4 times today and still receives a no delivery alarm. Troubleshooting was performed and it was explained that the alarm was caused by a set or reservoir connection as she cannot push the insulin through the tubing. Customer was advised to replace the infusion set and reservoir.